Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they think their battery is ¿not good anymore.¿ they stated that they don¿t feel stimulation. The patient also added that the noticed a couple of months ago that the implantable neurostimulator (ins) does not hold a charge. Patient services had the patient connect with the ins using their recharger and start a recharging session. The patient stated that they got the normal recharging screen and described that the ins was ¾ full and charging at the time of the report. Patient services then had the patient press the stimulation on button, and the patient confirmed they could feel stimulation. The patient then mentioned that they only had 2 coupling bars, but after repositioning the antenna, they had full coupling. Troubleshooting resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.